Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the patient experienced air embolism, right coronary artery thrombus, st segment elevation, low oxygen saturation, and cardiac arrest. The patient died. During a pulse field ablation (pfa) procedure, a faradrive sheath was used. The patient experienced air embolism and right coronary artery thrombus; an st segment elevation was observed and the patient started to decline. The patient became cyanotic, was not perfusing well, and had decreased oxygenation. Cardiac arrest occurred and cardiopulmonary resuscitation (CPR) was started. A heart catheterization was performed, and the patient was placed on a percutaneous ventricular assist device. A thrombectomy also occurred and the vessel was stented. It is unknown if the procedure was completed, but the patient was placed on support all night before care was withdrawn the next day. The patient died. The device is not expected to be returned for analysis.

Event description:
It was reported that the patient experienced air embolism, right coronary artery thrombus, st segment elevation, low oxygen saturation, and cardiac arrest. The patient died. During a pulse field ablation (pfa) procedure a faradrive sheath was used. The patient experienced air embolism and right coronary artery thrombus; an st segment elevation was observed and the patient started to decline. The patient became cyanotic, was not perfusing well, and had decreased oxygenation. Cardiac arrest occurred and cardiopulmonary resuscitation (CPR) was started. A heart catheterization was performed, and the patient was placed on a percutaneous ventricular assist device. A thrombectomy also occurred and the vessel was stented. It is unknown if the procedure was completed, but the patient was placed on support all night before care was withdrawn the next day. The patient died. The device is not expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the air embolism, right coronary artery thrombus, st segment elevation, low oxygen saturation, cardiac arrest. And death are known inherent risks with use of this product. Device history record review: the lot number was not provided, nor was a hospital/facility associated with the event identified; therefore, a ship history of previously lots sent to the customer could not be performed to facilitate the device history review. Device technical analysis: the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that air embolism, right coronary artery thrombus, st segment elevation, low oxygen saturation, cardiac arrest. And death are addressed as a potential procedural complication when using faradrive sheath. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of air embolism, cardiac arrest, thrombosis, st segment elevation, hypoxia, and death are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported event of air embolism, right coronary artery thrombus, st segment elevation, low oxygen saturation, cardiac arrest. And death are known inherent risks of the faradrive sheath. As stated by the instructions for use, "potential adverse events associated with use of the faradrive sheath includes, but are not limited to: cardiac arrest, death, respiratory distress/insufficiency/dyspnea, thrombus/thrombosis, air embolism, there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.